Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿postoperative bone fracture and pain..¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent a right total metal-on-metal hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, discomfort, inflammation, bone and tissue damage, metal poisoning, metallosis and elevated metal ion levels. A review of the invoice history confirmed both surgery dates; however, a review of the invoice for the initial procedure on (B)(6) 2010 indicates that a metal-on-metal hip was not implanted in the patient on that date. Invoice history confirms the femoral head and femoral stem were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2014-06086).

Event description:
Legal counsel for patient reported that patient underwent a right total metal-on-metal hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, discomfort, inflammation, bone and tissue damage, metal poisoning, metallosis and elevated metal ion levels. A review of the invoice history confirmed both surgery dates; however, a review of the invoice for the initial procedure on (B)(6) 2010 indicates that a metal-on-metal hip was not implanted in the patient on that date. Invoice history confirms the femoral head and femoral stem were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received from patient's operative (op) notes reports patient was revised due to a loose femoral stem. Op report further notes the stem showed gross motion with torsional maneuvers and the presence of fibrous tissue around the proximal femur.